Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the load fill tubing process during the load sequence resulting in air being delivered instead of insulin to the customer. Customer's blood glucose ranged from 400-425 mg/dl. Reportedly, customer administered manual injections and changed infusion set tubing to address the issue and resume insulin delivery.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.